Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was giving "error 1" and "error 2" messages. When the medical affairs specialist (mas) spoke to the pt on the following month, she also alleged that the meter had been reading inaccurately high. The pt tests her blood glucose 3 times a day. She tests before breakfast, dinner, and bedtime. Her normal blood glucose levels are around "100-200 mg/dl." The pt takes "n-insulin" on a sliding-scale based on her meter readings. The pt indicated that the alleged error messages started a few days before she called lfs on original date. Whenever the error messages appeared, the pt explained that she just retested until she was able to get a meter reading. During the time the error messages were appearing, the pt claimed that the meter started to give inaccurate high results in the "400's" mg/dl. On an unspecified date/time, the pt took a dose of sliding-scale insulin based on a reading in the "400's" mg/dl and later developed symptoms of shakiness, sweats, and chills. The pt immediately went to an emergency room (ER) where her blood glucose was checked on a hospital/ER meter. The hospital obtained a blood glucose result of "62 mg/dl." The pt was admitted to the hospital for a few days and was treated with IV glucose. The pt was using a correct technique for testing with the reported meter. During troubleshooting, the pt declined to perform another blood glucose test. The meter and test strips were replaced. This complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issues started. The pt reported she was hospitalized and received IV glucose treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.